Manufacturer narrative:
(B) (4). Stuck on hold. Evaluation, results: evaluation of the returned product found that the alarm powers on, but there is no sound. The led lens bracket is damaged and the led lenses are out of alignment. (B) (4).

Event description:
The customer reported that the unit is stuck on hold and the led display has damage, the unit was tested with new batteries. There was no patient injury reported. Inspection shows that the alarm powers on but there is no sound.